Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. The insulin pump buttons all responded properly and no button error alarms were noted.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. The customer also reported cracks on the insulin pump. No additional information was provided.